Event description:
A medwatch report was received from the hosp indicating that following a right heart catheterization and angiography, an angio-seal device was deployed. The pt later experienced abdominal pain and became hypotensive. The pt underwent surgery in 2002, where a retroperitoneal hemorrhage with hematoma was noted. The pt expired two weeks later. St. Jude medical has attempted to obtain additional info from the hosp regarding this event, however the hosp refused to provide any additional info.